Event description:
A physician reported a critically ill newborn patient with multiple co morbidities was started on continuous renal replacement therapy and developed thrombocytopenia. The patient's platelet count was extremely low the day prior to initiation of crrt and over the course of several weeks on crrt, the patient's platelet count ranged from a very low level to a normal range. During this time, the patient received numerous blood transfusions. The patient continues crrt on the same crrt machine. The investigation of this event is ongoing.

Manufacturer narrative:
The prismaflex device involved in this event has not been available for investigation since the treatment was continued. The prismaflex device is not indicated for use on patients weighing below 20kgs. In this case, the physician made the medical judgement to treat the infant with the device.